Event description:
It was reported that the right ventricular (rv) lead exhibited decreasing impedances, higher in unipolar than bipolar. The impedance values dropped from over 500 at implant to below 200 bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (ipg) (B)(6) 2008. (B)(4).